Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. A test transmitter calibrated and communicated properly with the device. Programmed sensor glucose values registered properly in the sensor update history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump under-delivers insulin. During troubleshooting the insulin pump works, but when customer connects the insulin pump to body; no insulin delivery. This has been happening for four days. Customer stopped wearing the insulin pump. The blood glucose level rose to over 600 mg/dl. Customer treated with manual injections. Customer did not go to hospital. Customer requested a replacement. Nothing further reported.